Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, they had the bravo in place to attach and the scope down to check placement. The capsule was recovered in the pt's throat with no issues. The pt was not injured following the procedure. Another capsule was placed normally.